Event description:
Device issue: stent dislodgement. Time of device issue: during unpacking. Adverse event: no patient involvement. It was reported that during unpacking, the stent was found to be dislodged from the balloon on the catheter, at the level of the balloon but it was not crimped at all. The device was not used.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx multi-link stent delivery system (sds) noted that the stent was returned dislodged from the sds, confirming the reported information. There was no damage noted to the stent. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The yellow protective sheath was also returned. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. The inner diameter of the protective sheath was measured and met manufacturing criteria. The stent outer diameter dimension was outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, a conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.